Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: reporter email address: unknown/not provided. Section e1: reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded intraocular lens (iol) had a broken haptic identified during handling, prior to insertion and there was no patient involvement. However, upon further follow up, it was stated that the lens had a broken haptic while inserting it into the eye and lens was partially inserted. There was no injury caused and no further medical intervention. The procedure was completed with a backup lens. No further information is available